Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7076491/7076873. UDI: (B)(4).

Event description:
It was reported that the patients pocket site was opening slightly. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.